Event description:
Customer stated that he just got this meter and he cannot get a correct reading on it. Customer stated that he will take his reading and get 27mg/dl and then test again within a few minutes and get 300mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement bottle of 50 strips will be sent.